Event description:
It was reported that air was observed in the patient line of an integrated apd set with cassette. This was noticed during the initial drain of peritoneal dialysis (pd) therapy on the homechoice (hc) machine, while the home patient (hp) was connected. Nothing was found during troubleshooting that would have caused or contributed to the air. The technical service representative (tsr) assisted the hp in ending therapy and advised them to start therapy over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.